Manufacturer narrative:
Philips has investigated this complaint. Customer reported that the system was not getting on. The philips engineer suggested service, since the customer opened this case on the wrong ip so, case has been cancelled and service has not been provided from the philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not turn on. No harm has been reported to philips. Philips has started an investigation of this complaint.